Event description:
It was reported that the patient presented in clinic for follow-up. It was identified that the patient's atrial lead exhibited increased capture threshold and the lead slack was pulled back. Prior to lead revision, the patient's implantable cardioverter defibrillator lost bluetooth telemetry (ble). Ble reset was performed, and the lead was explanted and replaced. The patient was stable.